Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6), that during a meniscal repair, it was observed that after the 1st fire the two plates of the omnispan meniscal repair 27deg were deployed. It was reported that the device had to be changed and after the 2nd firing the omnispan meniscal repair 27deg deployed the 2nd plate. The procedure was completed using another device. No patient consequence and no surgical delay was reported. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received and evaluated. Upon inspection, it was found that the device was incomplete as the meniscal deployment gun was not returned. Without the gun, a physical evaluation cannot be conducted. However, only the needle, silicone sleeve and both implants with the suture attached were returned. A visual inspection was performed silicone sleeve revealed a breach in the material. The scratch in the silicone could have been caused by over insertion of the needle into the tissue therefore causing the silicone sleeve to scratch. No other anomalies were observed. Implants were not on the needle, indicating it had been fired, therefore this complaint is not confirmed. Based on the information, at this time, the failure cannot be confirmed or a root cause cannot be determined. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required.